Manufacturer narrative:
The complaint could not be confirmed without return of the product, nor could a root cause or potential contributing factors be identified. No actions will be taken at this time. A review of the manufacturing records indicated that the product met specifications upon release. As per the device IFU, pressure catheters have also been associated with pneumothorax, air embolism, catheter embolism, hemomediastinum/hemomediastinum, arrhythmia, bleeding/hematoma, catheter occlusion, hemothorax, chylothorax, nerve injury and hydrothorax.

Manufacturer narrative:
A sepsis line catheter placement was unsuccessful with two attempts. A sonogram was used with each attempt. First catheter was not properly placed and reattempted without success. An x-ray showed a small pneumothorax. The patient was admitted to the critical care unit (ccu). Sonogram at bedside for second attempt. It was indicated that the patient did not have any additional complications and was discharged on (B)(6) 2013. Correction: it was confirmed that this event occurred on (B)(6) 2013; initially the exact event date was unclear.

Event description:
It was reported that the guidewire appears "too floppy" and it is "curling" even with an ij insertion. In this particular case it was reported that a pneumothorax had occurred with this patient. The catheter was inserted in the subclavian. The patient was fine, there were no other patient complications. It was further indicated that was not clear if the catheter insertion contributed to the event.